Event description:
Customer alleges potentially falsely elevated troponin (tni) results between (B)(6) 2011 and (B)(6) 2011. Customer uses the following cutoff ranges: 0-0.05 is normal, 0.06-0.39 is indeterminate, >=0.40 positive. All testing on triage was performed in the emergency department (ed). The lab only runs bci lab instrumentation for cardiac markers for inpatient testing. All tests performed by different operators, run on 4 different meters in the ed. No pt info was provided.

Manufacturer narrative:
Profiler lot w49569 was previously tested. No high bias or false positive results were observed with pt samples or controls. CAPA 12-001 has been opened to address false positive tni results.